Manufacturer narrative:
(B)(4). PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the cook bakri postpartum balloon with rapid installation components was leaking after having fluid injected into it. The procedure was completed with another bakri balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. The investigation also included review of complaint history, the device history record, drawings, instructions for use, quality control data, specifications, and trends. One device was returned for investigation. A functional test was performed and a leak was noted just beneath the seam in the inflation inlet. Under magnification, the leak was determined to be a cut in the material measuring 2 cm in length. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history revealed there have been no other complaints associated with the complaint device lot number 7520487. As documented in the instructions for use (IFU): warnings the maximum inflation is 500 ml. Do not overinflate the balloon. Overinflation of the balloon may result in the balloon being displaced into the vagina. Precautions avoid excessive force when inserting the balloon into the uterus. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint device was returned. A functional test confirmed a leak at the inflation inlet due to a 2cm cut in the catheter material. This was likely caused by tools used during the procedure however this cannot be confirmed. Additional measures have been initiated to address this issue. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.